Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine leaked from a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received three 60ml syringes from an unknown lot for evaluation. The samples were not returned in their original packaging. Our quality engineer visually inspected the returned samples and observed leakage past the stopper in all of them. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, plunger rod bayonet outside diameter and forces applied during use. Syringes are more likely to leak when forces are applied to the plunger rod when fully extended. This was also a known issue to bd and an investigation was already underway to determine how to correct this issue. Changes have been made to the product design and modifications have been done to the labeling of the syringes. A review of the device history record could not be performed as the lot number was unknown. Investigation conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended.

Event description:
It was reported that medicine leaked from a 60 ml bd¿ syringe with bd luer-lok¿ tip during use. There was no report of exposure, serious injury or medical intervention.